Event description:
Metal associated crevice corrosion associated with a metal on ceramic implant by depuy. The implants were the pinnacle cup, the trilock stem, a 36 metal liner, and a biolox 36 +1.5 head. FDA safety report ID# (B)(4).